Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to constant alarming. The device was started in application, no problems was found with alarming. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.. Device keeps beeping. No patient adverse events reported.